Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a malfunction. The pump was not inflating. A new ms pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a malfunction. The pump was not inflating. A new ms pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.